Event description:
The manufacturer received information alleging a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system leak test. In conclusion, the device's trilogy evo 3 way solenoid valve, proportional valve (aecm) blower assembly and blower bellow seal was recommended to be replaced to address the issue. The technician noted the fco follow-up repair will be handled by a philips authorized service provider. The quote was rejected by customer, and no work was performed by philips. The customer states they will be removing the unit from service.